Event description:
It was reported that the right atrial lead exhibited out-of-range high impedance. The lead was removed from the device and connected to the pacing system analyzer (psa), and exhibited normal impedances. It was concluded that the set screw was not fully tightened down on the lead pin. The lead was replaced; the patient was stable before, during and after the procedure.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.